Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 456 mg/dl. Customer stated that earlier today insulin pump and tester are reading different number sensor glucose was 107 mg/dl and blood glucose was 456 mg/dl and blood glucose later was 110 mg/dl. Customer had headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event also it kept asking her to enter blood glucose at this time. Customer treated with bolus. Customer does not alleged insulin pump was under delivering. Customer was using auto mode and before the high blood glucose's she had been crashing into the blood glucose range of 40 mg/dl. The insulin pump will not be returned for analysis.